Event description:
The reporter called and alleged discrepant results on the device when compared to a lab. The reported device result/lab inr reported was >8.3/3.4 and 5.2/3.3. No other info was provided. The reporter stated that the user facility did not want product replacement.